Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer states that the blood glucose reading is 128 mg/dl.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty component on the radio frequency board. It was unable to verify alarm due to alarm anomaly during self-test. Unit received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.